Manufacturer narrative:
Issue occurred on several occasions, however, only (B)(6) 2022 was provided. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1263485, medical device expiration date: 31-dec-2026, device manufacture date: 20-sep-2021. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there is foreign matter on bd tuberculin syringe with permanently attached needle. This occurred several times, however, no patient impact reported. The following information was provided by the initial reporter: this customer called in to advise that the syringes have foam at the tip, asking if this is normal. They say this has happened numerous times.

Manufacturer narrative:
H6: investigation summary: customer returned an image of a 1/2cc syringe. Customer states that there is foreign matter on the syringes. The photo was examined and exhibited a stringy, black piece of material on the cannula. It is difficult to determine the identity of this material solely from the photo. A review of the device history record was completed for batch #1263485. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as it is difficult to determine the identity of this material solely from the photo.

Event description:
It was reported that there is foreign matter on bd tuberculin syringe with permanently attached needle. This occurred several times, however, no patient impact reported. The following information was provided by the initial reporter: this customer called in to advise that the syringes have foam at the tip, asking if this is normal. They say this has happened numerous times.